Event description:
Technical services received a call on 11/7/2011. Found lead fracture (B)(6) 2011 on this rv lead. The patient was presented at the va ER after receiving three shocks. When interrogated, there was noise on the rv channel with breathing. Impedance was still at 500 ohms but no capture of the lead and minimal sensing. On (B)(6) 2011, dependinq on inr, will have a extraction of the lead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).